Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 4 unspecified bd connectas experienced stopcocks/caps that were loose/separated/detached. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of the bd plug is disconnected from the bd connecta¿ stopcock(s) in packaging (4).

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that 4 unspecified bd connectas experienced stopcocks/caps that were loose/separated/detached. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of the bd plug is disconnected from the bd connecta¿ stopcock(s) in packaging (4).